Event description:
During a ptca treatment procedure, the nc monorail 9/2.75 mm balloon ruptured at rated burst pressure (18 atms). No pt injuries or complications were reported. Additional info has been requested regarding this event.

Event description:
Device analysis confirms that a balloon pinhole leak was present in the balloon material. The unit was attached to an encore inflation device in an attempt to inflate the balloon to its specified rated burst pressure when a balloon pinhole leak was noted 2 mm distal to the distal edge of the distal markerband. Solidified contrast media and solidified blood were present in the balloon of the device. Microscopic examination of the balloon material found no other anomalies, which could have contributed to this complaint incident. The shaft hypotube was severely kinked along its entire length.